Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : device not received

Event description:
Ms&s stated that a sales representative had an account that reported a patient who had an alleged allergic reaction after a powerpicc solo was placed by a rapid response team at bedside. It was said that after the PICC was placed, the patient reportedly developed itching, hives and shortness of breath. The sales representative reported that benadryl was given. The PICC was said to have been removed and the symptoms reportedly improved. The facility reportedly suspects a polyurethane allergy and asked for other catheter options.